Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the pod was fitted on (B)(6) 2025 on the upper buttock site at around 16:30. Patient's blood glucose levels were 105 mg/dl. At around 22:00, the patient experienced hyperglycemia of 330 mg/dl on the dexcom g6 sensor despite administration of the meal bolus at around 20:30. Capillary hyperglycemia confirmed: no clinical signs and negative ketones. The patient's mother gave a correction bolus with the same pod, then blood glucose levels returned to normal at around 0.00 am (night of 21st to 22nd) at 90 mg/dl. The pod was replaced on 22/06 at around 04:00 because of partial dislodgement of the cannula. The patient's blood sugar was 160 mg/dl.